Event description:
The customer reported a wandering baseline, and a "bad ECG" where they were unable to diagnose a stemi. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.